Manufacturer narrative:
(B)(4). Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, on the third firing on the stomach, the first two firings went very smooth; the third firing had the issue slowing down and then did not deploy the staples in the middle leaving a hole in the tissue. The staples were malformed and the staple line was incomplete centrally. The unformed staples fell into the cavity of the patient but it was retrieved. There was an unanticipated tissue loss as a result of this problem. The surgical time was extended by 30 minutes or more due to the product problem. The event lead to or extended patient hospitalization for one extra day because the initial procedure was scheduled as a gastric sleeve and had to convert to a bypass but still laparoscopic due to the issue. Patient is obese.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.